Event description:
It was reported that an ilet user experienced ongoing post-meal hyperglycemia after approximately four weeks of use, with a reported blood glucose of about 306 mg/dl one hour after lunch despite a proper meal announcement and recent supply change, and the agent confirmed data synchronization and initiated a clinic management follow-up for potential target adjustment. Symptoms included hyperglycemia. Outcomes included user concern and the need for clinical review. Investigation included review of recent glucose trends via the ilet app and confirmation of device data sync. Investigation of this case revealed no alerts or alarms, no reported hardware malfunction, and no evident device component failure, with the cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.